Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no deviations from IFU. The catheter was placed 5cm caudal to the sfj prior to delivery of adhesive. The patient was prescribed benadryl. Issue is resolved, and patient is awaiting second venaseal procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a venaseal closure system to treat the entire length of the great saphenous vein (gsv) on (B)(6) 2019. The procedure was completed on the day without any issue and the IFU was followed during preparation, procedure and post procedure. The patient called the office on (B)(6) 2019, 6 days post procedure, complaining of water seeping on top of the foot, swelling, discomfort walking, itching and incision remaining open. The physician prescribed 500mg of keller for 7 days.